Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the molly bolt wire on cinchlock flex tt remained in the anchor after the anchor was deployed and the inserted was removed. Surgeon was able to remove the wire with a grasper.

Manufacturer narrative:
(B)(4). The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: design: poor mechanical advantage of locking feature. Materials of inserter locking mechanism cannot withstand user locking forces. Manufacturing: locking mechanism not manufactured or assembled to specification. Incorrect heat treatment applied. Application: not enough force applied. User unfamiliarity with device. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the molly bolt wire on cinchlock flex tt remained in the anchor after the anchor was deployed and the inserted was removed. Surgeon was able to remove the wire with a grasper.